Manufacturer narrative:
The company representative was able to confirm reported ¿fluid air exchange (fax) issue.¿ to address this issue the footswitch cabling was replaced. However, the system message (sm) reported was unable to be confirm nor replicated. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported fax issue is attributed to the nonconforming footswitch cabling. Based on the information obtained, the root cause of the reported sm 1302 is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, an ophthalmic operating system had difficulty in using fluidics air exchange and system error message was displayed. Details of surgery and patient impact was not reported. Additional information has been requested but is not available at the time of this report.